Event description:
Pt enrolled into the create pas trial. Post-procedure, a minor hemorrhagic stroke was reported with right hand and leg weakness. The pt has not yet recovered. Per site, the incident is related to the procedure, not the device. Please reference MDR 2183870-2010-00156 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.